Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as nipro is an OEM manufacturing site. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sleeve on a bd vacutainer® safety-lok¿ blood collection set stays retracted after use, causing blood to leak. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve leakage / non-recovery with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues relating to the function of the sleeve was observed, as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for the sleeve not recovering with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.